Event description:
In vitro "diagnostic" device adverse event: coagulation test read results of many cases which ptt of undetectable clot in error; repeat test on same device showed accurate ptt range.